Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was performed. No pericardial effusion was noted prior to the procedure. Multiple recaptures occurred during the procedure. The physician was unable to leave the watchman device that met deployment criteria, therefore the procedure was aborted. A small pe (around 5mm in size) was found on the apical of the heart post procedure on routine echocardiogram and the patient was transferred to postanesthetic care unit for further care and monitoring. The patient was taken to the operating room to clip the appendage and drain the effusion. Patient outcome: expected to fully recover.